Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a small amount of insulin exiting the tubing. Customer changed the infusion set. Blood glucose was 200-300 mg/dl.